Manufacturer narrative:
The patient's weight is unknown. The hospital declined to provide the information. It was alleged that upon attempt by the physician to remove the angiosculpt device after successful dilatation, the device got stuck on the wire and could only be withdrawn in one unit through the introducer sheath with difficulties. Prior to dilatation procedure, the physician decided to implant two stents following successful dilatation resulting in rewiring to complete the case. The angiosculpt device was returned for lab analysis. Visual examination confirmed that the shaft and inner member was damaged, the scoring element was lifted, the balloon was no longer inside scoring element, the inner lumen was necked, the inner member and distal shaft was stretched and the proximal marker band was located at proximal balloon taper. No leak was observed during balloon inflation. The guide wire was not able to be removed from the device. According to the instructions for use (IFU) for the angiosculpt catheter, retained device components is listed as a possible adverse effect of the procedure.

Event description:
After successful dilatation with the angiosculpt, it was not possible to withdraw the device. The catheter got stuck on the wire and could only be withdrawn in one unit through the introducer sheath with difficulties. Prior to dilatation procedure, the physician decided to implant two stents following successful dilatation resulting in rewiring to complete the case. Images of the procedure were received via cd. Based on the images, it was possible to see that the lesion was heavily calcified. There was no evidence of injury on the photographs provided, which is consistent with the complaint report.